Event description:
It was reporeted that when a device was used during a lap cholecystectomy, the sleeve broke. All pieces were retrieved. Another device was used to complete the case. There were no consequences to the patient.